Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. The hv therapy was programmed off. The physician does not plan to revise the system and may also program off the pacing feat ure.